Manufacturer narrative:
The device was received for evaluation. As per evaluation results, balloon latex appeared deteriorated. Multiple cracks and a tear, approximately 1mm were evident on balloon latex. Leakage was observed through the tear on the balloon. The edges of the tear appeared matching. No other visible damage was observed from the catheter body. Latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. All through lumens were patent without any leakage or occlusion initially it was reported that there had been an allegation of missing fragments as a result of the balloon burst. Nevertheless, the device evaluation confirmed that the edges of the tear in the balloon appeared matching. In the case where the results of the evaluation definitively indicate no balloon pieces missing, the risk of injury due to pulmonary artery catheter balloon rupture is remote. In the event that the latex of the balloon appears deteriorated, the customer can exchange the catheter with little delay. As such, this event is no longer considered reportable and a corrected supplemental report is being submitted.

Manufacturer narrative:
Patient demographics unable to be obtained. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. The product is expected to be returned for analysis; however, it has not been received yet. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient, when attempting to wedge this swan-ganz catheter, the balloon did not wedge. It was tried to inflate the balloon without success and no air return to the inflation syringe after attempting to wedge; the air entered the patient. As per customer opinion, the balloon may have burst causing air embolism or balloon missing pieces inside the patient. There was no allegation of patient injury. The device was available for evaluation.